Manufacturer narrative:
(B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator has blower temperature high error. There was no known impact to the patient. The event date was not specified, estimate used.

Manufacturer narrative:
Date of report: 09oct2018. Date of manufacturer: 24july2018. The following information was inadvertently omitted from the initial report submitted 07aug2018. The biomedical engineer replaced the blower assembly to address the reported issue.